Event description:
The customer contacted carefusion technical support and reported that one of their units has fio2 problems. They did not have any more details on the problem, however they requested for field service to come to the facility and correct the issue. According to the customer, the ventilator was not on a pt at the time of the incident.

Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to the facility. The field service representative evaluated the unit and found no problems with the o2 sensor. He did recharacterized flow, and found that the exhalation valves peep was off. He recalibrated the unit, and performed operational tests to assure that the unit was performing according to MFR specifications. He also left 3 sensor for the user facility biomed install if needed.